Event description:
It was reported that, during an unknown procedure, tissue pad was damaged. The tissue pad did not fall off the clamp arm. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: w7010p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted, and 100% present, and also the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert because the knife is damaged. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.